Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. The root cause of the unresponsive keyboard (frozen) was most likely fluid spilled on the softkeys during the purge bag change. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. It was reported that the rn was doing a bag change and during the procedure the aic (automated impella controller) screen froze and was unable to go to next step. Red alarm flashing complete procedure. The aic was switched to a new controller and support continued. Additional information was provided that noted the patient expired.